Event description:
Based on additional information received on 22-nov- 2017, the case was upgraded to serious as the important medical event of device malfunction was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 16-nov-2017 from a physician. This case concerns (B)(6) year old female patient who received treatment with synvisc one and later few days after starting treatment had left knee swelling. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (bilateral injection) once (lot number: 7rsl021, expiry date, dose and indication: unknown). On an unknown date in (B)(6) 2017, few days after starting treatment the patient had left knee swelling. The patient was told to ice and evaluate. Corrective treatment: ice and elevate for left knee swelling outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 22-nov-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced left knee swelling . Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.